Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records revealed no irregularities during the manufacture and sterilization of the reported lot # 2272485. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after using a bd nokor filter needle for a genetech product injection, the patient developed bilateral endophthalmitis. The patient was subsequently treated with antibiotics and is recovering.